Event description:
The customer reported that during an unspecified procedure, the forceps could not be inserted/removed due to a stent clogging the instrument channel of the subject device. There was no patient or user injury reported due to the event. Further details were not provided.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: operation manual. 3.8 inspection of the endoscopic system. Inspection of the instrument channel and forceps elevator. Important information ¿ please read before use. Precautions. 3.6. Inspection of ancillary equipment. Operation manual 4.3. Using endotherapy accessories. Reprocessing manual. 5. Reprocessing the endoscope (and related reprocessing accessories. 7. Reprocessing endoscopes and accessories using an aer/wd. During the device evaluation, service found dents and scratches on the hold ring, and a slow leak from the arm cover. There was a dent on the air/water nozzle. The rubber adhesive was cracked on the distal end cap (c-cover) and insertion tube. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.